Event description:
A customer reported an event of odor emitting from the sterrad 100nx. There was no report of human reaction. The customer indicated they also use the chemical glutaraldehyde in the same room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The catalytic decomp filter was replaced. Unit meets specifications and was returned to service on (B)(4) 2013.

Manufacturer narrative:
Correction: sex is unknown. Manufacturer date: april 22, 2008. Conclusion: root cause identified in CAPA was found to be premature failure/saturated oil mist filter or vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. The DHR (device history record) was reviewed and no issues regarding the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months (07/29/2012 to 01/25/2013), did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from march 2012 through february 2013 and revealed a significant trend which was addressed through CAPA. The fmea (failure mode and effects analysis) revealed the risk priority number scores are below 100 and are considered acceptable. The hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm documented or reported in clinical practice, but only occasionally and/or under unusual circumstances. The shuma (system hazard and user misuse analysis) shows that the risk is as low as reasonably practical for exposure to odor or odorants. The CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: (1) premature failure of the used and saturated sterrad® 100nx oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 100nx system. (2) the use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 100nx system. The catalytic converter was returned for investigation. Visual analysis found no damage on the catalytic filter. During functional testing of the catalytic converter, it was verified that there was an odor emitting, the catalytic converter was unable to pass functional testing and the reason for return is confirmed.